Event description:
It was reported that the customer received an alarm. It was stated that he over treated in the morning for his blood glucose and went back to bed. When he woke his glucose level was high and he treated, but then he was out of insulin. The customer change the infusion set and reservoir, but the device alarmed. During troubleshooting customer stated the drive support cap was protruded in the insulin pump. The blood glucose reading was 400mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Unable to perform the basic occlusion, occlusion and excessive no delivery test due to prime alarm. The insulin pump received with cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window and broken belt clip slot.